Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: is3 failed septum. Detailed inquiry description: upon routine is3 rounding in ed, rn stated the septum failed with IV insertion and created a blood exposure. IV remained in patient, functional, so device was not saved for review. No injury reported.